Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An valiant navion stent graft system was implanted to treat a thoracic aortic dissection. Two days post index procedure, thoraco-abdominal false lumen rapid expansion with abdominal pain was reported. The event was treated with surgery. Investigator assessed the event as not related to index device, procedure or dissection. Cec adjudicated the event as device and pr ocedure related. Medical monitor (mm) assessed the event as related to device, procedure and dissection. The cause of event was not reported. No additional clinical sequalae were provided and the patient recovered with sequelae.

Manufacturer narrative:
Additional information received; it was reported the patient experienced a right frontal ischemic stroke 3 days post index procedure, the patient was treated with medication and the event resolved without sequalae. The site assessed the ischemic stroke as not related to either the device or the procedure. The sponsor has assessed the event as related to both the device and to the procedure the cec adjudicated the right frontal ischemic stroke as related to both device and procedure. The cec have adjudicated the innominate dissection as related to the device and to the procedure. No additional information was provided at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported the patient experienced an innominate dissection, it was reported the dissection was the result of the fenestration procedure and not due the position of navion device. Site has assessed the event as not related to the device but probably related to the procedure. The monitor assessed the event as related to both the device and the procedure. No intervention was performed to treat the event and the patient will be monitored. The following description of the index procedure was also received: introducer changed to 10 fr on the left and guide changed to lunderquist guide inserted into the ascending aorta in the true lumen of type b acute aortic dissection. Predilation of the approach and left insertion of medtronic valian navion vnmc3125c207te endoprosthesis and its release with intentional coverage of the ostium of the left subclavian artery (second zone according to ishimaru classification). Catheterization of pre-vertebral left subclavian artery from radial approach subject to identification of the root of the left vertebral artery. Positioning and release of amplatzer vascular plug I 16 mm endovascular occlude. Angiography: patent left vertebral artery and mid-distal subclavian artery, good plug expansion. Follow-up angiography performed with evidence of correct positioning of the endograft without signs of endoleaks with normal patency of innominate artery and left common carotid; re-expansion of the true lumen of the thoraco-abdominal aorta with patent celiac artery, upper mesenteric artery and left and right renal arteries, stenosis and dissection of the right renal artery originating from the false lumen, stenosis and dissection of the right common iliac artery. From the left femoral approach, removal of the rele ase system, change of introducer to dryseal 20f. With im guide and pilot guide catheter, from the left femoral approach, selective catheterization of the right renal artery through the corresponding tear. Stenting with hippocampus 6x24 mm. From the right femoral a pproach, stenting of the right common iliac artery with e-luminexx 10x60 mm, postdilated with armada35 8x60 mm. Angiography: patent visceral vessels and iliac axes without residual stenosis. Removal of devices on the left and synthesis of percutaneous approach. Left supraclavicular incision. Isolation and preparation of the left subclavian artery subject to anterior scalenotomy. Isolation of the left common carotid artery. Clamping of the left subclavian artery. Longitudinal arteriotomy. Construction of t-l anastomosis between subclavian artery and maquet fusion 6 graft with optilene 6/0 continuous suture. Clamping of the prosthesis and unclamping of the subclavian artery. Tunneling of the graft in the left common carotid artery. Clamping of the common carotid artery. Longitudinal arteriotomy. Construction of t-l anastomosis on the common carotid artery with optilene 6/0 continuous suture. Flushing and unclamping. Good pulsatility of the subclavian artery, graft, and common carotid. Removal of the introducer on the right, and synthesis by perclose proglide. On completion of color doppler ultrasound: no pseudoaneurysms in the area of the transfemoral catheterization. Compressive medication site assessed the event as not related to the study procedure. Cec has assessed the event as related to the study device and procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.